Event description:
It was reported to target that during the procedure, while delivering a gdc coil, it became stretched. While trying to deliver a second coil, it became stretched and detached inside the catheter. The catheter and gdc were replaced.